Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. The incident did not have an adverse impact on the customer's blood glucose level. Customer support provided instructions for a pump reset, and the caller successfully completed their sensor session without further issues.